Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices. 4592 competitor lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a hematoma evacuation the day after the device was implanted. The device remains in use. No further patient complications have been reported as a result of this event.